Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery charging station malfunctioned. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Event description:
It was reported that during installation performed by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) battery charging station malfunctioned. There was no patient involvement.

Manufacturer narrative:
It will be necessary to replace the battery under warranty for the customer. Because it is not properly disconnecting from the equipment slot. Getinge team sent the battery to customer. Customer have replaced it h3 other text: repair done by customer.

Event description:
N/a.